Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, first heartstring seal cracked while loading the seal into the delivery tube and the second seal did not deploy out of delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.